Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old (B)(6) female patient had impella 2.5 pump inserted in the right femoral, indication was not provided. It was reported after the impella device was explanted the patient experienced cerebrovascular accident (cva). As a result, the patient received drug treatment, specifics were not provided. No further information was provided.